Manufacturer narrative:
All buttons functioned properly. No moisture damage on keypad traces or numbers scrolling up noted. Keypad connector was inspected and it was locked completely. The insulin pump had minor scratches on lcd window. The insulin pump was received with normal operating currents and no unexpected off/no power or low battery alarm noted. No battery depletion noted.

Event description:
Customer reported the insulin pump kept beeping and was stuck for 12 hours. The device shows the battery is completely depleted. Customer's blood glucose level was 195 mg/dl. Customer stated the buttons on the device are not working. Customer stated the device has not been exposed to any moisture. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.